Event description:
The customer reported via phone call that they had a no delivery alarm with the insulin pump. Customer stated the alarm occurred when they attempted to deliver a bolus. The customer was advised a occlusion was detected with their set. The customer stated they were able to complete fill cannula without a no delivery alarm. Customer stated insulin was able to exit with the fill cannula. The customer also stated they did not have a bent cannula. The customer's blood glucose was 136 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.